Event description:
Caller reported that a cartridge alarm occurred, with the customer's displayed blood glucose level being "high," though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose by using a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the customer's pump was under warranty and arranged to replace the pump, providing instructions for putting the pump into storage mode and returning the problematic pump. Caller agreed to the instructions and understood the procedures for receiving the replacement pump, which was shipped without a signature requirement for delivery.